Event description:
Additional information was received that during use of the device for cardiopulmonary bypass (cpb) the cardioplegia pump stopped due to high pressure which then caused the arterial pump to stop. As mitigation, the arterial pump was replaced with the suction pump. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: the user reported an issue with their heart lung machine (hlm) during cpb. Specifically, the team reported a reperfusion pump stopped due to a pressure alarm, which subsequently stopped the master pump. This evidently was a correct configured pump response. Once the pressure decreased below the set alarm value, the reperfusion circuit pump was restarted, but the master pump could not be restarted. As a result, the user had to begin hand cranking the master pump while another pump was obtained. It was unclear how long the procedure was delayed to replace the master pump. There were two attempts to request additional information. The first attempt was to clarify correct nomenclature of what the master and reperfusion pump were. The master pump was defined as the arterial pump and the reperfusion pump was defined as the cardioplegia pump. The perfusion log and safety connection set up information was requested. The safety connection information was provided after a second request but there was no documentation of a cardioplegia pump. It was noted that a safety connection was configured between the arterial and cardioplegia pump. The perfusion logs provided time stamps (2:49 pm) that did not correlate to the time the reported event occurred (11:49 am).

Manufacturer narrative:
Updated blocks: h3 and h6 the reported complaint was confirmed through information provided by the clinical review. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during cardiopulmonary bypass (cpb) the heart lung machine (hlm) reperfusion pump stopped due to a pressure alarm which also caused the master pump to stop. As a result, an alternate device was employed. There were no reported adverse consequences to the patient. No other details regarding the nature of this event were provided.

Manufacturer narrative:
Per the manufacturer's subsidiary, the pressures were restored but the issue reoccurred. Another attempt was made, and the reperfusion pump did regain circulation, but the master pump did not. The perfusionist manually controlled circulation while waiting for the master pump to restart. Once it was clear that the master pump would not restart, the hlm was replaced to complete the case.